Manufacturer narrative:
One device has been returned for evaluation. A follow up will be submitted upon completion of the investigation.

Event description:
The account alleges that during access the physician pulled the wire back through the access needle shearing the tip off within the patients extravascular tissue. Successful access was eventually obtained with another device. The physician left the wire tip in place. The patient tolerated the procedure well.

Manufacturer narrative:
One device has been returned for evaluation. The product was examined visually. The complaint is confirmed. The root cause was contributed to use error. The wire was pulled back through the access needle lumen. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found.